Event description:
It was reported that there was a difficulty in removing the foley catheter balloon water. Four consecutive incidents occurred in which the balloon could not be removed after sterile distilled water was injected during pre-testing. Per follow up information received on 27oct2025, stated that all 4 incidents were from same batch # mykr3301 with different manufacturing lot#ngkn3120x3 and ngkn0583. Per the notification received from the investigator on 16feb2026, it was reported that cuffing was found during the sample evaluation conducted on 05feb2026.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up. There was no patient involvement. This event is not reportable. Correction- d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received(16) photo samples. Two of the catheter photos shows an asymmetrical balloon which might be due to inadequate inflation. Therefore, no new pr number needed. Three of the photos verified material number 119314 and lot number ngkn3120. One of the photos verified material number 119314 and lot number ngkn0583. Received 4 all silicone foley catheters with syringe. Visual inspection noted the balloon of one catheter was inflated and showed asymmetrical balloon. Catheter one was tested for "difficulty draining." Using the returned straight tip syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated with no difficulty. Using the returned syringe, attempted to deflate balloon passively and only 2ml could be withdrawn within 5min. Using the in-house luer lock syringe, deflated balloon passively and successfully in 01min07sec, returning 10ml of solution. After deflation cuffing was present (pr #(B)(4). The complaint is against the syringe. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficulty in removing the foley catheter balloon water. Four consecutive incidents occurred in which the balloon could not be removed after sterile distilled water was injected during pre testing. Per follow up information received on 27oct2025, stated that all 4 incidents were from same batch# mykr3301 with different manufacturing lot#ngkn3120x3 and ngkn0583. Per the notification received from the investigator on 16feb2026, it was reported that cuffing was found during the sample evaluation conducted on 05feb2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficulty in removing the foley catheter balloon water. Four consecutive incidents occurred in which the balloon could not be removed after sterile distilled water was injected during pre-testing.